Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittently high out-of-range shock impedance measurements greater than 200 ohms with frequent jumps back down to approximately 68 ohms. A shock vector breakdown showed the following measurements: rv to right atrial (ra) lead = >200 ohms, rv to can = 69 ohms, and ra to can = >200 ohms. There was no evidence of noise and rv threshold measurements were stable. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported, and no interventions were performed at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.